Event description:
On 19-sep-2025, the user reported fluctuating blood glucose (bg) levels, dropping from 127 mg/dl to 60 mg/dl despite eating 25 g of carbohydrates. The user treated the low with four glucose tablets, causing bg to rise to 230 mg/dl before pausing insulin delivery out of concern for further low bg. The user, who has pancreatic cancer and takes medication that affects fat digestion, discussed these fluctuations with their clinical diabetes specialist (cds) and nutritionist, who adjusted cgm targets. The agent advised consulting their gastroenterologist about the medication¿s impact on bg. At the end of the call, bg was 173 mg/dl and stable. The lowest blood glucose (bg) recorded was 60 mg/dl, and the highest was 230 mg/dl. Bg was corrected with glucose tablets. The user's reported symptoms during the low bg included dizziness and a heavy feeling. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.